Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. The customer experienced a loss of consciousness and reported a sensation of paralysis upon regaining consciousness. The customer was unable to self-treat and required third-party administration of intranasal glucagon and was provided orange juice for treatment. There was no report of death or permanent impairment associated with this event.